Event description:
Pt underwent a therapeutic stent placement for treatment of un-resectable esophageal carcinoma. Upon deployment of the ultraflex esophageal stent in the pt's mid esophagus, it was noted that the proximal part of the stent did not fully deploy. One side of the stent remained fully constrained. The physician attempted to open the proximal end of the stent with a cre balloon dilator without success. The proximal end of the stent also had a wire that crossed through the middle of the stent. The pt was on a liquid diet to prevent any foods from becoming lodged on the visible wire that crossed the proximal end of the stent. The physician's intent was to have the pt brought back within a week to remove and replace the stent. However, the pt expired prior to this being done. It is unk if the pt's death was a result of the deployment issue with the stent or as a result of the pt's disease process.